Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the error occurred because the connection of the digital light source cable was incomplete. Incomplete connection of the digital light source cable causes communication failure between the endoscope and the video processor via the light source and b30 error (scope communication error) may occur. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
During troubleshooting, the cable/connections were reseated correctly to the cv-190 and clv-190 then the customer was instructed to try different scopes and they all were working fine with no error. To date, no device has been returned for evaluation. The device was purchased on (B)(6) 2013. A review of the repair history was reviewed which showed no previous repair records for the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the customer that the evis exera iii video system unit had a b30, scope communication error. The error occurred with different 180 and 190 series scopes. No patient injury or harm was reported.